Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manger (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm noticed the pump was stuck in the unlatched position while it was transported between facilities. The stm cycled the pump overnight as a precautionary measure before returning to service. The stm confirmed the unit cycled overnight without issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during transport of the cardiosave intra-aortic balloon pump (iabp) back to the facility is down and would like a verification test to be performed on the unit.; unknown issue. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during transport of the cardiosave intra-aortic balloon pump (iabp) back to the facility is down and would like a verification test to be performed on the unit.; unknown issue. There was no patient involvement and no adverse event was reported.